Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a stroke coinciding with impella support. Patient support continued with the implanted pump following the event.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. As per clinical, the root cause of the stroke issue was not determined since product was not returned and insufficient clinical information provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.